Manufacturer narrative:
Result of investigation: the product has been returned for investigation and could be identified as a karl storz product. Most probable root cause: operating error due to overloading. One of the branches of the returned item has broken off. Due to the application of excessive force during the setting process, the branch bent so far that it subsequently broke. This can be seen from the raised material at the break edge. In addition, the material may have been weakened by the number of applications and reprocessing (produced in may 2010). According to the IFU 97000025; version:4.2 - 02/2020 functionality should always be checked before and after every use to avoid injuries and damages to the product. Damaged instruments must not be used. Furthermore, the cleaned and disinfected medical device must be visually inspected for cleanliness, completeness, damages and corrosion, visible contamination and dryness (chapter 8). In addition, overloading and exerting to much force can cause the medical device to break, bend or malfunction. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the end of the laparoscopic desolater snapped off. No negative impact in state of health reported. There is no material number given, it is only known that the involved device is a "laparoscopic desplanter". Since the exact material number is unknown, a further evaluation cannot be conducted as it is not confirmed that karl storz is the legal manufacturer of the device. Due to the reasons stated above no further assessment regarding reportability obligation possible. Version bb: during file review on may 23, 2025 it turned out that the material number is given in the meantime. Thus, the dq must be updated.